Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to a backup pump to resume insulin delivery. Customer¿s blood glucose level was 205 mg/dl.